Manufacturer narrative:
Investigation result: novopen 4 - batch unk. No investigation was possible, because neither sample nor batch number was available. The suspected product was not returned for examination at the time of reporting. Levemir penfill 3 ml - batch dr 76349. A batch trend report has been created. Nothing abnormal was found. The suspected product was not returned for examination at the time of reporting. Evaluation summary: name: novopen 4, batch number: unk. No investigation was possible, because neither sample nor batch number was available. No investigation was possible, because neither sample nor batch number was available. Name: levemir penfill 3 ml, batch number: dr76349 inv-0158591: a batch trend report has been created. Nothing abnormal was found. The product was not returned for examination. If possible, please forward the sample(s) in question for further investigations. Name: novorapid penfill 3 ml, batch number: unk. No investigation was possible, because neither sample nor batch number was available. No investigation was possible, because neither sample nor batch number was available.

Event description:
Episode of diabetic ketoacidosis. Pt tampered with novopen 4. Cartridge shattered, noted to be cracked and leaking [device breakage]. Case description: this serious spontaneous case from the(B)(6) was reported by a diabetes nurse specialist as "episode of diabetic ketoacidosis" beginning on (B)(6) 2014 and "pt tampered with novopen r" and "cartridge shattered, noted to be cracked and leaking" both with an unspecified onset date, and concerned (B)(6) female pt who was treated with levemir penfill (insulin detemir) from unk start date and ongoing due to type 1 diabetes mellitus and used novopen 4 (insulin delivery device) from unk start date in 2011 due to type 1 diabetes mellitus. (B)(6). Medical history included type 1 diabetes mellitus (since (B)(6) 1984), learning difficulties, abnormal cholesterol and living in assisted care. Concomitant product included - novorapid penfill (fast acting insulin aspart). The pt was using unspecified medication for abnormal cholesterol. The pt was using levemir cartridge and novorapid with the novopen 4. On (B)(6) 2014, the pt was noted to be hyperglycaemic (blood glucose value unk). The ketone levels were rising with values between 1.4 to 2.8 (unit and reference range unk). Additional insulin does were calculated and given on 3 occasions. Doses of novorapid were increased initially. The pt was not hospitalized. The pt did not have obvious ongoing illness or infection. The time interval between last drug administration and start of the event was 6 to 12 hours. On (B)(6) 2014, the cartridge was noted to be cracked with leaking pen and hence the pen was unable to administer the dose correctly. It was reported that the cartridge was shattered and the reporter suspected that the pt had tampered with a novopen 4. This could have caused the above episode of diabetic ketoacidosis. The cartridge and the novopen 4 were replaced on the same date. The replacement pen was given to the pt and education around this was given to the pt and care staff (the pt has learning difficulties and lives with assisted care). The symptoms were improved on provision of new device and cartridge. Action taken novopen 4 was that the pen was stopped on (B)(6) 2014. A new replacement pen was given. The event did not reappear after the new pen was used. On (B)(6) 2014, the outcome for the event "episode of diabetic ketoacidosis" was recovered. The outcome for the event "pt tampered with novopen 4" was not reported. The outcome for the event "cartridge shattered, noted to be cracked and leaking" was not reported.